Event description:
Caller reported an alarm related to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer addressed the issue by changing the infusion set and cartridge before resuming insulin.